Event description:
Baxter (B)(6) received a report that an infusor had no flow during filling, even after priming was attempted. The device was filled with 5-fu. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. The root cause was determined to be micro air bubbles in the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.